Manufacturer narrative:
Analysis: microscopic visual inspection revealed the distal end of the outer shaft, proximal to the balloon, was confirmed to be constricted. This area of the outer shaft was stretched and overlapped, resulting in focal necking causing constriction of the inflation lumen. Functional testing revealed the guide wire was unable to be fully inserted into the catheter's inner lumen due to lumen constriction of unknown origin. An attempt was made to deflate the balloon, under negative pressure, using an indeflator. The distal end of the balloon did not completely deflate, when negative pressure was applied to the catheter, but the proximal end of balloon deflated slightly. Conclusion: returned product analysis confirmed the deflation issue of the lutonix dcb was due to focal necking causing constriction of the inflation lumen of the outer shaft, proximal to the balloon. A definitive root cause could not be determined. It is unknown if patient and/or procedural issues contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Analysis/preliminary evaluation: upon receipt of the sample, pre-decontamination visual inspection revealed balloon was partially inflated with an unknown solution. A small segment proximal to the proximal marker band was elongated. The sample was returned within the introducer sheath. Negative pressure was applied to the catheters balloon but it would not deflate. The catheter remains in the introducer sheath and decontaminated in preparation for further evaluation. A lot history review revealed this is the only complaint associated with being unable to deflate the balloon for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. Conclusion: the returned sample is undergoing evaluation which has not yet been completed. Upon completion of the investigation, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after successful treatment with the lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter, the health care professional (hcp) allegedly experienced difficulty removing the catheter. The hcp used a contralateral approach through the right common femoral artery (cfa) to gain access to the target lesion of the left popliteal artery. There was no reported calcification of tracking path or target anatomy. After treatment of the target lesion, the hcp attempted to remove the catheter under negative pressure through the 7 french introducer sheath. Reportedly, the lutonix dcb became stuck at the distal tip of the introducer sheath and was unable to be removed from the patient. Allegedly, the hcp removed the introducer sheath and the lutonix dcb together. No adverse patient effects were reported.